Event description:
It was reported that the user¿s ilet meal announcements were not functioning for her despite additional training, and she experienced recurrent post-threshold glucose declines where readings around 115 mg/dl dropped to approximately 40¿50 mg/dl, after which she reported multiple seizures; she requested to return the pump and asked for an exception due to these events. Symptoms included hypoglycemia and convulsions/seizures. Outcomes included no long-term health consequences or impact. Troubleshooting and education were completed, and the user treated lows with oral glucose. Investigation of this case revealed a cause that remains unclear based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.